Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 574 mg/dl at the time of incident. Customer also received an alarm which was generated when the pump detected movement in hall sensor counts that are unexpected since the pump did not command motor movement. Customer was able to clear the alarm and was able to rewind the pump. Insulin pump successfully passed the displacement and self test. It was unknown whether customer was using auto mode at the time of incident. Troubleshooting was performed. No further patient complications were reported.